Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. An insulation breach was noted proximal to the suture sleeve. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: the correct MFR report number should have been 2017865.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. An insulation breach was noted proximal to the suture sleeve. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead noise was observed on a stored electrogram (segm) and was reproducible with arm moved. Chest x-ray was performed and showed no obvious lead damage. The patient will continue to be monitored via remote transmission.

Event description:
New information received notes that the event was observed in clinic follow-up. The patient condition was stable through out the event.